Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient presented in the hospital with fever and was admitted due to infection at the implant site. It was also noted that the patient had sepsis related to a urinary infection, and not device related. Magnetic resonance imaging (MRI) done with the spinal cord stimulator (scs) determined that the device was not the source of infection. The patient underwent an explant procedure.